Manufacturer narrative:
A ge service rep performed an on site investigation. The customer replaced the batteries. The rep couldn't duplicate or identify the reported issue. The system was then found ot be operating as intended.

Event description:
The customer reported the 9800 system displayed a charger fail error during boot up. No pt injury was reported.